Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve gastrectomy surgery, two reloads were not working properly. When the surgeon pushed the green safety button and begin to squeeze, device stopped. They pulled the knife and exchange the stapler to complete the case and it worked normally. For the next two reloads, the staples deployed normally when the surgeon fired the staplers but when it was opened, staples were not across the tissue and accumulated at the end of the staple line. These reported event result to a blood loss of more than 500 cc, unanticipated tissue loss or irreversible damage and a portion of the device fell into the patient cavity.